Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported with the use of the bd luer-lok control syringe there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ luer-lok control syringe there was an issue with foreign matter. There was no report of injury or medical intervention.